Event description:
It was reported that during a right vats lobectomy procedure, while using peri stripes, the surgeon closed the device on tissue and attempted to fire but it would not fire. When the device was opened, they saw that some staples had attempted to form in the proximal portion of the cartridge, but the device did not cut. A new device was pulled and fired fine on the initial fire. But the second firing of the device the same event occurred as with the previous device. A third device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: device a, was received for analysis with no visual non-conformances and with a cartridge reload loaded in the device. Buttressing material was noted on the cartridge. The cartridge reload was received partially fired. A partial fire can occur. If the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Device b, was returned with no visual non-conformances and with a fully loaded with staples reload. The device was tested for functionality with the returned reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the mfg process. Other # = e5py31 (batch # for device b); exp date = 07/2013. MFR date 08/2008.